Event description:
Dx liver disease cirrhosis (B)(6) 2022, dx of polycythemia (B)(6) 2023. Used philips CPAP with extended daily use 12hr+ due to adverse effects and rhinitis. Used daily 2015 - 2021. Whole body hypersensitivity and malignancy of iatrogenic, total permanent medical disabilities and worsening of fqad. Openly corrupt health system and FDA. Total failure of "healthcare" with endless denial and harm from a self serving and self fulfilling for profit system of fungible science that only treats symptoms.